Manufacturer narrative:
MFR's comment: the MFR report number for this case is 9681338-2006-00009. The lot number for this product is available however, the product is not available. No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer's husband and described the occurrence of intestinal obstruction in a female pt who received poligrip (super poligrip original denture adhesive cream) for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included lymphoma. Concurrent medical conditions included heart problems. Co-suspect medication included super poligrip extra care with poliseal. Concurrent medications included nasal medication (unspecified( (nasal spray), benicar hct, isradipine (dynacirc cr), atenolol, thyroxine sodium (levo-thyroxin), aspirin, calcium salt + iron salt (calcium with iron), ferrous sulfate, caltrate 600 + d, potassium salt (potassium), stool softner and temazepam. Between 2001 and 2004, the pt started poligrip daily. In 2006, the pt experienced bowel obstruction, stomach hard (nos), swollen stomach, fever, inability to move bowels and vomiting green. Additionally, the pt's husband noticed that the inside of her mouth was slimy and her saliva was "like glue". The pt's husband transported her to the emergency dept where she was admitted and hospitalized for one week. At that time, treatment with poligrip was discontinued. The pt's husband refused surgery due to her history of heart problems and the bowel obstruction was relieved with unspecified medications. At an unk time later, the pt resumed treatment with super poligrip. One month later, the pt experienced the same events again. Her husband took her to the hosp and she remained in intensive care for one week. The pt was treated with unspecified medications and the obstruction resolved. At the time of reporing, the pt was no longer using super poligrip and the events were resolved.